Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported: "during removal surgery after bone fusion, the surgeon turned the lag screw driver before removing the set screw, and the tip of the driver was damaged. No broken fragments were left in the patient's body. There was an hour and a half interruption until a replacement driver was prepared."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during removal surgery after bone fusion, the surgeon turned the lag screw driver before removing the set screw, and the tip of the driver was damaged. No broken fragments were left in the patient's body. There was an hour and a half interruption until a replacement driver was prepared."